Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was noted to be unresponsive and stopped all insulin delivery. There was no patient involvement, as the customer was not using the pump for therapy at the time of the event. Reportedly, the customer would use manual injections for insulin therapy.